Event description:
A visualase representative reported that, while in a laser induced thermal therapy procedure, after the fourth ablation, the saline bag ran empty. Due to lack of saline, the laser fiber failed, resulting in damage to the cooling catheter system (ccs). The procedure was ended and the laser was removed without incidence. The patient woke with no complications. There was no impact on patient outcome.

Manufacturer narrative:
Patient information was not made available from the site. Operator of device is a health professional, specially trained to use the laser induced thermal therapy system. (B)(4) investigation finds that the site clinician allowed the saline to run out. Not a device malfunction. Medtronic navigation is filing this report having recently acquired the 510k related to the visualase devices and transferring responsibility for complaint handling and MDR reporting on (B)(4) 2015. Upon conducting a retrospective review of existing complaint records, previously handled through the quality system at (B)(4) (prior owner of the 510k), it was determined that this event meets the criteria medtronic would consider reportable to FDA. The aware date used is the aware date within the (B)(4) quality system; however, medtronic navigation reviewed this complaint for MDR reportability and data transfer beginning on (B)(4) 2015.